Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model d1000. This product was used for the product code, and 501k. Investigation summary: one (1) used with list #055-d1000, tego¿ connector was returned for evaluation. As received, no significant damage or anomalies were noted on the returned set, no mating device was returned for evaluation. The tego was tested per procedure and met the product specification. Complaint cannot be confirmed or replicated. The used sample was tested at low/high pressure and vacuum tested, sample met product specifications with no leaks or air ingress noted. The used tego was visually inspected and disassembled and no seal tearing, occlusions, errant adhesive or other anomalies were identified. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a tego¿ connector, . It was reported that "a patient experienced a gas embolism associated with the use of the product, requiring emergency care. The event occurred in (B)(6) 2025, while the product was in use on the patient. According to the report, on (B)(6) 2025, the patient underwent a tego replacement procedure without any complications. However, on (B)(6) 2025, during the first manipulation after a hemodialysis session, air entered the system, resulting in a gas embolism. The nursing technician reported that, after disconnecting the lines, the catheter was left unclamped, following the training provided by medcorp. Shortly thereafter, the patient began to complain of sudden chest pain, coughing, and dyspnea, and progressed to cyanosis. The tego connectors involved were replaced. No signs of silicone rupture were observed, and the devices have been separated for further analysis. No product samples are currently available for evaluation. Patient involvement and harm were confirmed. Patient received care at the unit itself. The client did not detail the necessary interventions.